Manufacturer narrative:
Approximate age of device ¿ 11 months and 19 days the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that unexplained no external power alarms occurred on (B)(6) 2018. This may have been due to the disconnection of the mobile power unit (mpu) ac power cord at the mpu connection point or at the ac wall outlet. The manufacturer¿s technical service representative reviewed the submitted log file and observed that remainder of the log file was unremarkable. There was no interruption in pump support to the patient during this event. The patient was reported to be asymptomatic. Additional information was requested but has not been provided.

Manufacturer narrative:
Patient gender not provided. No product was returned for evaluation. The reported no external power alarms were confirmed per review of the submitted log file. The log file contained approximately 38 days of data, spanning from (B)(6) 2018 09:18 to (B)(6) 2018 16:55, per the timestamp. The fixed speed was set to 9,000 rpm and the low speed limit was set to 8,400 rpm. A no external power/low battery hazard alarm was captured on (B)(6) 2018 14:06 while the system was powered by an mpu. The voltage levels indicated that power to the mpu was lost. Similar no external power events occurred on (B)(6) 2018 10:53 and (B)(6) 2018 09:57. The pump parameters were not affected during the incidents and the system was supported by the backup battery. No other unusual events were captured in the log file. Review of the device history records revealed the device met applicable specifications and found that the device was manufactured with the v-lock ac connector. No further information was provided. The manufacturer is closing the file on this event.